Event description:
The hcp reports via a dbs clinical report that a pt with idiopathic parkinson's disease experienced a fractured right foot due to a fall. The pt has cardiac arrhythmia which is controlled by medication. The pt was in otherwise good health, enrolled in the dbs study and had placement of the dbs system in 2005 without complication. The pt has been followed for over 6 months post operatively and continues to receive benefit from the dbs system. The pt's main parkinson's symptoms include poor balance, bradykinesia, dystonia, falling, motor fluctuation, stiffness, rigidity, speech problems, swallowing problems, tremor and trouble walking. In 2006, the pt was at work, went to the restroom, and unexpectedly fell to the floor. The pt injured the right foot, but did not seek medical attention until the following day. The pt was seen in urgent care and was found to have a fractured right foot. The pt was thoroughly examined; no other injuries were detected, treated with a cast shoe, and released to home. The pt was to follow up with their primary care physician and an orthopedic surgeon. The pt is currently prescribed: sinemet, comtan, ambien, venlafaxine, lorazepam, toprol xl, diltiazem ER and digitek.